Event description:
It was reported that during a follow up in clinic, right ventricle (rv) noise resulting in oversensing and pacing inhibition was noted. The device was reprogrammed to resolve the event. The patient was in stable condition.